Event description:
Information received indicates the brake will not engage on the head end of the bed but they will engage at the head end.

Manufacturer narrative:
The technician replaced the foot end casters to repair the bed.